Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log indicating a failure of the oxygen blending module board. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a "service required" code was found in the ventilator's downloaded error log indicating a failure of the oxygen blending module board. The device's oxygen blending module board was replaced to address the issue. The oxygen blending module was returned to the manufacturer's product investigation laboratory (pil) for additional investigation. The pil technician confirmed the oxygen blending module board failure. The root cause was found to be contamination of the oxygen blending module sensors. The component was scrapped following the investigation.